Event description:
It was reported that the modular cable, system controller, and several backup batteries (ebb) have been replaced within the past year. A warranty replacement was requested for the ebb. It was noted that the patient came back to the hospital many times.

Manufacturer narrative:
Section a: patient information was not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a: date of birth and patient weight were requested but not provided. Manufacturer's investigation conclusion: the reported event that the system controller was exchanged was unable to be confirmed. Multiple requests for additional information (including if the system controller was exchanged, the reason for the exchange, if log files were available, the serial numbers of the devices, and if the devices would be returned for evaluation) were made; however, no response was received. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explain how to replace the running system controller with a backup controller. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.